Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age and gender unk) the device displayed a "poor pad contact" message with electrodes attached. The device was attached to the pt via non-zoll electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.